Event description:
In december 2003, the pt reportedly was unable to hear while using their sound processor. In 2004, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.